Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the dc battery connection has broken and wires are exposed.